Event description:
The hcp reported that the patient presented with lethargy, non-responsiveness and bradycardia, as well as other unspecified withdrawal symptoms. The patient was receiving a mixture of componded baclofen and dilaudid; drug had recently been changed from morphine. 2 weeks prior to refills, the patient experiences vomiting, diarrhea and shakes. The hcp has changed the reservoir volume alarm and had requested that the patient come in earlier for refills. The pharmacy supplying the drug has also been switched several times, as well as changing drug concentrations. Phenergan was prescribed and boluses were also attempted to treat symptoms. The patient has noted slightly better relief with a lower concentration which resulted in a higher flow rate. No volume discrepancies have been noted to date. Studies were performed and looked "okay". The hcp plans to replace the pump.